Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient was advised that support spotted tipping of #8 and requested a tipping photo. The photo confirmed the tipping and advised the patient of a 7 day rest period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.